Manufacturer narrative:
The device has been requested for eval but has not been received. Should the device be received for eval, a follow-up report will be filed upon completion of the investigation or if additional info becomes available.

Event description:
Medwatch form received in 2007 from FDA. The report stated the following info: date of event: 2006. Date of this report: 1 month later. Describe event or problem: while using the hemo-o-lok applier during a laparoscopic cholecystectomy procedure, the jaw broke inside the pt's abdominal cavity. The dr was able to retrieve the piece with no harm to the pt. One jaw is missing from the hand piece. The jaw broke cleanly from the hand piece leaving no jagged edges. The broken jaw piece was lost during sterilization and is not available. The trigger depresses smoothly and does not stick. The surgeon did not report any misfires or resistance prior to the jaw breaking. Device usage problem: device failed (e.g. Broke, couldn't get it to work, it stopped working).